Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
A trial patient reported they had an infection and an allergic reaction. The patient stated she got an infection on the right side where an incision was made, but no wires were connected on that side. The patient also stated she had an allergic reaction, and had hives the 2 days previous to the report. It was noted that patient compliance could have been an external or patient factor that may have led to or contributed to the event. The patient had already spoke with the healthcare professional (hcp) and antibiotics were prescribed. The issue was not resolved at the time of report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.